Event description:
I had a hysterectomy removing fallopian tubes, cervix, and uterus on (B)(6) of this year to remove the essure device and organs harmed by it. I am 34 years old. The essure device was recommended to me as low-invasive, low-risk way to prevent pregnancy while I was in law school at (B)(6) in 2014. I had the device implanted in one fallopian tube shortly thereafter. My medical provider met resistance in the other tube and was unable to insert the other essure device. I had a tubal ligation in the remaining open tube to complete sterilization. Since 2014 I have had abdominal cramping and pain increasing in intensity, sometimes rendering me bedridden and unable to work or regular daily activities. Earlier this year I spoke with my primary care physician about the pain and was given a referral for an internal ultrasound to check for ovarian cysts, endometriosis, or other abnormalities to my reproductive organs. None were found. I was then given a referral to an obgyn specialist at another hospital. This specialist, who has had other patients presenting with similar pain with the essure, said hysterectomy would be the only way to remove the pain. I was out of work for 8 weeks for recovery. Although the worst of my pain has been eradicated with the removal of the organs, I have begun weekly pelvic floor physical therapy sessions this month to help reduce the internal scar tissue in my lower abdomen and vaginal wall muscle cramping that remain. FDA safety report ID# (B)(4).